Event description:
The device was used during a laparoscopically cholecystectomy procedure. Reportedly, the clips did not load properly and the jaws scissored. The surgeon removed the device without incident.

Manufacturer narrative:
7/16/97-supplemental report #1 submitted to FDA.